Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8.0 x80mm gladiator¿ balloon catheter was advanced to dilate the target lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a complete circumferential tear in the balloon material. The tear was located 5cm from the proximal edge of the proximal balloon sleeve. No other tears were identified along both sections of the balloon material. The distal section of the balloon tear was puled out over the tip. The shaft between the two markerbands was stretched and there was bunching on the shaft distal to the distal markerband. This type of damage most likely occurred as a result of excessive tensile force having been applied to the shaft as a result of the physician removing a device with a complete circumferential tear from the patient an examination of the markerbands identified no issues which could potentially have contributed to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8.0 x80mm gladiator balloon catheter was advanced to dilate the target lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot number corrected from :18013482 to 17968750. Device expiration date corrected from: 03/20/2017 to 03/07/2017. Device manufactured date corrected from: 05/22/2015 to 05/08/2015. Device avail. For eval., returned to MFR. On, device returned to MFR., results codes and conclusion codes updated. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8.0 x80mm gladiator balloon catheter was advanced to dilate the target lesion. However, upon the first inflation, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was fine.